Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) therapeutic and bilateral salpingo-oophorectomy (bso) combined with a sentinel lymph node biopsy (slnb) procedure, the powerseal 5mm wasn't reacting in the middle of the surgery procedure, when pressed the activation button, the generator gives feedback of "open circuit error". There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure (open circuit error.) Was not confirmed. According to the investigation, device was not functionally tested due to cut cable. Customer reported issue was not confirmed. The root cause could not be identified. According to the investigation, product returned with a broken cable, and could not be connected to the generator, and it was not possible to confirm an open circuit when pressing the activation button. The open circuit error was notified from the generator connected to the actual product. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.